Event description:
The patient was undergoing a coil embolization procedure in the bronchial artery using a pod packing coil (pod pc), a non-penumbra microcatheter, and a guidewire. During the procedure, while advancing the pod pc through the microcatheter to the target vessel, the physician experienced resistance, and subsequently, the pod pc unintentionally detached. Therefore, the microcatheter containing the detached pod pc was removed altogether. The procedure was completed using additional ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.